Event description:
The unit showed a screen message of defib failure cycle power that could not be resolved by cycling the power. The customer also reported that error code 40 appeared in the system log. There was no report of patient involvement.